Manufacturer narrative:
Product identifier is unknown, hence 510k# is not available. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient history: patient had on and off issues with lower back pain. (B)(6) 2018: hcp recommended lower back surgery to alleviate patients on and off back problems. Patient proposed postponing the surgery until after (B)(6) 2018. (B)(6) 2018: hcp ordered more imaging of the patient. MRI of brain, upper cervical spine and cervical spine was ordered. Result of the mrirevealed stenosis (narrowing) of the spine in the neck. Hcp recommended surgery in the cervical spine from c3 to c6 to include cervical disc and disease removal, possible vertebral body removal and insertion of a metal plate to stabilize the spine. (B)(6) 2018: CT and MRI scans of patients lower back were taken. (B)(6) 2018: patient agreed to the surgery and it was scheduled at the healthcare facility (hf). The operation involved removing arthritic disease from the area of c3 to c6 vertebral bodies, removing a cervical disc, removing one of the bony vertebral bodies and screwing metal plate above and below the items removed to stabilize the spine. The aim of the operation was to open the area of the spine in the neck that the spinal cord must traverse so that pressure on the cord would be reduced. (B)(6) 2018: the patient underwent physical therapy and was making progress in physical therapy. (B)(6) 2018: patient was able to ambulate with a walker, with minimal assistance. The physical therapist stated at the rehabilitation facility while pulling the patient out of bed, the patient hit his head on a headboard some time before (B)(6). (B)(6) 2018: patient noticed increased weakness in right upper and lower extremities. He said his right arm feels paralyzed and right leg was numb. The physical therapist (pt) noted that the grasp in the patients right arm was significantly weaker. The pt noticed change in the patients condition with patient transfers (moving from one position to another) and that he required moderate assistance which he had not needed previously. Patient complained of increase in pain, and that his right leg seemed more paralyzed than numb. Based on this, patient was taken to hfs emergency department. At the emergency department, the patient was seen by an osteopath who concluded that the patient had peripheral neuropathy. The neurosurgeons personal assistant advised the osteopath to prescribe medication and asked the patient to visit the hcp on (B)(6) 2018. (B)(6) 2018: patient reported numbness on his right side, decreased bowel and bladder sensation and worsening function compared to before. As a result of these symptoms, the patient was transferred to the hf where he underwent a CT scan. The CT scan was interpreted by a neuroradiologist who noted a possible area of hemorrhage in the anterior epidural space and recommended an MRI. (B)(6) 2018: the patient was much worse, and his arms and legs were compromised, and MRI was performed. Results showed that there was fluid in the epidural location, which could contain blood at the c4 corpectomy level and which does result in narrowing of spinal canal. These findings were discussed with the neurosurgeon and it was suggested that the fluid / blood revealed on MRI the aspirated (removed by needle) under ultrasound guidance. The aspiration was performed under ultrasound of 7cc of dark bloody fluid from the patients spine. (B)(6) 2018: the patient had a loss of sensation and significant weakness in both arms and legs. Again, he was rushed to the emergency department. On arrival, the hcp at the emergency department found that the patient had profound weakness of his arms and hands, more than his shoulders and significant weakness of his legs. Increased spinal reflexes and spasticity of his extremities were noted. The resulting diagnosis was post procedural hemorrhage (bleeding). The neurosurgeon was called and concluded that since the aspiration of fluid from (B)(6) 2018 had not relieved pressure on the spinal cord from epidural hematoma, surgical decompression (removal of blood) was needed. (B)(6) 2018: the neurosurgeon operated on the patient to relieve the pressure on his spinal cord from the spinal epidural hematoma that had existed for at least 4 days. Due to the delays in diagnosis and treating the patients emergency condition, irreparable damage to the spinal cord was caused. The patient is now unable to walk without assistance and has been deprived of the use of one his arms. Hcp reported that the plate came out in two pieces.

Manufacturer narrative:
'Other' box is checked based on following fdp codes (patient symptoms): paralysis, aspiration, hemorrhage, ambulation difficulties, pain and numbness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.